Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the electrode pads were not working properly. There is no additional information at this time. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference section d4 primary UDI number updated. The pads were received at zoll medical canada. The customer's report was not replicated or confirmed. The pads were tested using a known working onestep cable and working r-series. The pads successfully passed the 30j test without duplicating the customer's report. The pads will be disposed at canada. No trend is associated with reports of this type.